Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for advantage system 1, medwatch with identifier (B)(6) is for advantage system 2.

Event description:
Caller reported the advantage system 1 gave a blood glucose result 155 mg/dl and advantage system 2 gave a blood glucose result 179 mg/dl at a time when the patient had symptoms of hypoglycemia. The readings were taken within 10 minutes of each other. Wife called an ambulance. Ambulance system result 20 minutes later was 17 mg/dl. Ambulance personnel treated the customer with glucose and transported him to a hospital. He received further glucose treatment and was released 4 hours later with a blood glucose level of 179 mg/dl. A request was made for the return of the meter and strips, replacement sent.